Manufacturer narrative:
The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up computed tomography angiography revealed that the distal portion of the contralateral leg component plc271200 implanted in the left common iliac artery had lost seal and moved proximal due to disease progression, with the proximal portion of the endoprosthesis remaining at the level of the flow divider of the trunk-ipsilateral leg component. The amount of proximal movement was reportedly unknown. On (B)(6) 2018, an additional contralateral leg component plc141400 was implanted into the left common iliac artery as an extension. The left internal iliac artery was occluded with embolisation coils. The type 1b endoleak was successfully solved.